Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced lvp bezel post recall completed. Replaced bezel assembly. A review of the device history record for sn (B)(4) was performed from 07/21/2014 to 08/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to mechanical failure of the lvp mech assy 8100. The device was repaired, passed all required testing and specifications and released back to the customer.

Event description:
Lvp bezel post recall was reported.